Event description:
Inbound. Patient reported veletri prefilled cassette started with no disposable alarm and beeping after infusing 16 hours, both cadd legacy pumps alarming. Switched to new cassette and pump continued to alarm no disposable. Switched pumps with new cassette and had one hi pressure alarm but after troubleshooting, resolved and veletri infusing. Serial number of pump alarming no disposable with two cassette was (B)(4). No lot number of cassette, patient reported cancer diagnosis three years ago that started with kidney removal, and now involves liver, adrenal gland, and stomach. No further details provided.